Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined the cause of the discordant thcg result was user error. The tsc determined the instrument flagged the initial result with an integrity error for sample aspiration 1. The tsc determined the instrument was performing according to specification and properly alerted the operator. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant thcg (total human chorionic gonadotropin) result was obtained on an advia centaur cp instrument. The discordant result was released to the physician, who questioned the result. The same sample was repeated on the same instrument and the corrected result was reported to the physician. There was no report of adverse health consequences or known patient intervention due to the discordant thcg result.